Event description:
It was reported the patient¿s system stopped working and had it replaced. It was noted the neurostimulator had blood on it, so it was also replaced. It was reported the wires were placed on the opposite side. It was noted the device never worked, but the trial did.

Manufacturer narrative:
Concomitant products: product ID 3093-28 lot# v850461, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v850461, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient¿s wires stopped working and had them replaced.

Manufacturer narrative:
(B)(4).